Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism broke off of the device on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism broke off of the device on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 31-mar-2025 investigation summary bd received two photos and ten samples for investigation. The customer photos show a device with the safety shield detached. A functional test was conducted on the ten returned samples for proper activation, and all samples activated properly with no issues observed. Additionally, twenty retained samples were tested in a similar manner, and all samples activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.